Manufacturer narrative:
Based on the overall information currently available in this report, there is no clear evidence that the jada system caused or contributed to the need for the reported escalating intervention (cervical laceration repair) to preclude permanent body damage/impairment. The assessment is impacted by the reported cervical laceration which may constitute a more plausible alternative explanation for the uncontrolled abnormal post-partum bleeding. Of note, it was also reported that the patient underwent manual removal of the placenta (placenta described as "adherent").based on the overall information currently provided in this report, there is a reasonable possibility that a potential malfunction (reported as "had expelled itself") has occurred with the jada system whereby if the suspected malfunction were to recur at a time when the patient was not under close observation, this malfunction could possibly cause or contribute to a death or serious injury. Limited details were provided regarding the potential malfunction. This report will be amended as appropriate if additional information is received regarding this occurrence. Per the jada system IFU "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada.", "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." And "prioritization of laceration repair and placement of jada for atony-related bleeding is up to the judgment of the provider. Repair of vaginal and external genital lacerations can be performed with the jada in place. "Out of an abundance of caution, the company will report this case as a malfunction MDR."

Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." The patient in this case had a jada system placed and following this placement the device had "expelled itself," bleeding continued, cervical laceration noted and repaired. The patient in this case is a 25-year-old woman, g2p2 with a medical history of chronic hypertension. She presented for a vaginal induction of a single 3330-gram infant. Following delivery of the placenta, she was administered oxytocin for 9 hours. She experienced pph due to uterine atony and cervical laceration. Blood loss prior to jada insertion was 900 ml. The patient required manual placental removal; placenta described as "adherent." A jada system was inserted, and the patient received misoprostol and one dose of methergine. Suction was applied and blood seen in tubing, the patient's uterus "clamped down." Twenty-five minutes later the md noted that the jada "had expelled itself" bleeding was a constant trickle, the patient's fundus and lower uterine segment were firm. A "cervical laceration noted form 1-5 o'clock" and was repaired. This resolved the patient's bleeding. The amount of blood collected in the canister during jada treatment was 200 ml, total in-dwelling time for jada documented as 24 minutes. To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no". A follow up call on february 15, 2022, was provided by a hcp at this site. The hcp stated that the site does not retain any jada devices or jada lot numbers, and they do not have the requested lot number information for this case. A good faith effort was attempted to obtain the device and lot number for this case. She was able to provide a timeline for this case: at 3:18 am following delivery the patient was noted to have atony and bleeding, blood loss was 900 ml. At 3:45 am the patient used a bed pan, received peri-care, and had her sheets changed. At 3:49 am the jada was found by the md doing an exam to be expelled and a laceration was noted at 2-5 o'clock. She stated the laceration "might not have been able to be seen previously due to bleeding." There is no other information for this case.